Event description:
On (B)(6) 2011, pt reported the down button on the infusion device was not functioning properly. This was first noticed on the day of the report when pt tried to bolus. Pt boluses 4-5 times per day and is unsure how long he has used this infusion device. The down button does pop up after it is pressed. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a healthcare professional or second party to address the issue.